Manufacturer narrative:
The customer¿s report of programming issues could not be confirmed from the event log review. Physical inspection noted the device to be in fair condition with the instrument seal not intact. There were no anomalies observed. Log analysis shows that the pump modules were programmed as follows between 2:01 pm and 6:40 pm on (B)(6) 2017: pump module s/n (B)(4) was programmed for nitroprusside single strength 50mg in 250ml at a rate of 128.25ml/hr, 0.3mcg/kg/min (8.2ml/hr), 0.5mcg/kg/min (13.7ml/hr), 0.8mcg/kg/min (21.8ml/hr), 0.7mcg/kg/min (19.1ml/hr) and 0.2mcg/kg/min (5.5ml/hr). The volume recorded as being infused for nitroprusside was 13.497ml. Pump module s/n (B)(4) was programmed for an unspecified drug at 0.2mcg/kg/min (5.7ml/hr), 0.4mcg/kg/min (11.4ml/hr), 0.6mcg/kg/min (17.1ml/hr), 0.3mcg/kg/min (8.6ml/hr) and 0.5mcg/kg/min (14.3ml/hr) using drug calculation. The volume recorded as being infused for the drug calculation programming was 11.39ml. Following this the device was also programmed to infuse lactated ringers at a rate of 100ml/hr. The volume recorded as being infused for lactated ringers was 168.23ml. Concomitant pump module s/n (B)(4) was programmed to infuse a propofol 1000mg/100ml at 80mcg/kg/min (45.6ml/hr) and 20mcg/kg/min (10.9ml/hr), 40mcg/kg/min (21.8ml/hr), 50mcg/kg/min (27.3ml/hr) and 70mcg/kg/min (38.2ml/hr). The volume recorded for a propofol was 45.215ml. This included 3 bolus doses of 10mg, 1 bolus dose of 5mg and 1 bolus dose of 3mg. Concomitant pump module s/n (B)(4) was programmed to infuse esmolol single strength 2500mg in 250ml at a rate of 85.5ml/hr. The device was also programmed to infuse at 0.2mcg/kg/min (5.7ml/hr) using drug calculation but that infusion was not started. The device was also programmed to infuse a esmolol single strength 2500mg in 250ml at 150mcg/kg/min (85.5ml/hr), 100mcg/kg/min (57ml/hr) and 50mcg/kg/min (28.5ml/hr). The volume recorded as being infused for a esmolol was 2.866ml. The customer¿s report of programming issues and possible switching of the lines could not be verified. A root cause for the reported event could therefore not be determined.

Event description:
The customer reported that programming errors occurred during transport of an or patient to the sicu during infusions of diprivan, phenylephrine, nipride 50mg/250ml, and IV maintenance fluid. Vascular access included an a-line and a cvc line. The clinician receiving the patient noted that multiple tubings were tangled together, and lines were not labeled. Upon arrival to the sicu at 1645, the bp decreased to 50s-60/20, and the md ordered the phenylephrine titrated to 200 mcg/min. The rn noted the pump had been infusing at 0.3 mcg/kg/min. The hand mixed 50 ml bag was labeled only ¿phenylephrine,¿ and the concentration and dose were not on the label. Guardrails program settings for the medication allowed programming in mg/kg/min, and staff turned off the device to reprogram to guardrails parameters. The md thought he had previously paused the nipride; however, when the rn followed the line from the patient, the nipride bag was noted to be infusing at 128 ml/hr; it was then turned off. Staff later suspected that the bags were switched and the nipride was programmed as the phenylephrine, stating they ¿found wrong meds in pumps.¿ the patient vomited and an ogt (presumed to indicate orogastric tube) was inserted and the patient was intubated. The md was trying to push unspecified IV meds to increase the bp but the staff was still trying to untangle and verify/organize the IV lines and infusions. Neo-synephrine (phenylephrine) infusion was required to maintain the bp, with improvement to 107/57 at 1656 and 178/92 at 1703. The anesthesiologist monitoring medications during the surgery was present and assisted staff with medication administration for symptom management. The patient was extubated at 2228, and awoke alert and oriented with no evidence of obvious deficit as a result of the event. The facility conducted an internal investigation of the event and devices, determined that programming errors occurred, and requested additional investigation of event logs and devices to confirm their findings.